Event description:
A patient reported they were seen in ER with symptoms of difficulty breathing, nausea. Their meter allegedly was inaccurately erratic. The result on their meter was unknown, customer doesn't remember. The result on the emt meter was 35-400 mg/dl. The time difference between patient's meter and emt meter was less than 10 minutes. Treatment was given, but unknown what type of treatment. No further information has been reported.